Event description:
It was reported that the doctor noted exposed bulking material intra-urethrally in a patient that had been treated with a urethral bulking material. The doctor stated that he had problems with extruded material during the initial injection that was removed via the labeling instructions. No additional information was provided and no further complications were reported.